Event description:
As reported on (B)(6) 2013, male pt of unk age had a drainage catheter successfully implanted on (B)(6) 2013. On (B)(6) 2013, the catheter was removed. Upon removal of the catheter, it was noted the locking sleeve of the drainage catheter was embedded in the insertion site. The fracture piece of the drainage catheter was able to be successfully removed without incident. It was reported the pt did not suffer permanent harm or injury due to this event. It was reported that the pt suffered no harm or injury due to this event. Attempts are being made by angiodynamics to obtain additional info in regards to the event and the pt's well-being. It was reported the device was disposed of by the user and is not available for return to the manufacturer for eval.

Manufacturer narrative:
It was reported that the device involved in the incident was disposed of by the user and is not available to be returned to the manufacturer for eval. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Attempts are being made by angiodynamics to obtain additional info in regards to the event and the pt's well-being. The results of the device eval will be sent via a follow up medwatch. (B)(4).